Manufacturer narrative:
Based on the claim against the product by the customer noting that the 30-degree endoscope exhibited an inverted image, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigation was able to confirm and reproduce the customer-reported complaint. The instrument was analyzed and found to have a damage/friction issue on the camera instrument adapter (rfid). The desiccant container was damage and/or loose desiccant balls was observed. Discoloration due to chemical damage was also noted. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that the 30-degree endoscope was found to have damage/friction to the camera instrument adapter (aea) component. Damage/friction to the camera adapter results in poor camera control, which could result in an inverted image and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted radical salvage prostatectomy surgical procedure, the image was inverted on a 30-degree endoscope. Prior to calling the intuitive surgical, inc. (Isi) technical support engineer (tse), the customer rebooted the system and replaced the endoscope, but the issue persisted. The tse advised to replace the endoscope and to reboot the system once again. This solved the issue and surgeon was able to proceed with the surgery. The procedure was completing as planned with no patient harm and no delays. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer confirmed that the reported image orientation issue was observed in the 30-degree endoscope (470027-64/(B)(4)).